Manufacturer narrative:
The thermogard console ((B)(4)) was returned to the zoll (B)(4) for further investigation and the tcmid:02 (ce danfoss error) error message could not be duplicated during the functional testing. The mid:14 (bg power supply) error message was confirmed during the functional test. The root cause for the error messages observed during the preventive maintenance performed at the customer site was found to be due to a defective danfoss module controller, as a result of the device aging. The console was manufactured in march 2012 and is more than 12 years old, well past the expected service life of 5 years. During visual inspection of the thermogard console, the top lid was observed cracked and damaged, the window display is degraded and white rollers are worn out, and the cold well cap and gaskets are degraded and turning a yellow color. The probable cause could be due to the normal wear and tear or could be mishandling, as no record of preventive maintenance (pm) performed on the console for the last seven years. The damaged and worn-out parts need to be replaced to remedy the damage. The thermogard console failed the initial functional testing due to the mid:14 error message displayed upon powering up the console. The danfoss controller was observed leaking current and shorting at 24vdc input, which caused the console to display the tcmid:02 error message intermittently. The danfoss controller needs to be replaced to remedy the tcmid:02 and mid:14 error messages. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at the customer site, the thermogard console ((B)(4)) displayed tcmid:02 (ce danfoss error) and mid:14 (bg power supply) error messages. No patient involvement.